Event description:
It was reported to covidien that the unit was missing segments. No pt harm reported.

Manufacturer narrative:
Verified display was missing segments. Root cause determined to be display flex tail not seated properly. Re-seated flex tail and all the segments showed on the display. Covidien reference number: rx201307-1438.